Manufacturer narrative:
Date of event: (B)(6) 2020. Date reported: 03mar2020. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported a defective navigation ring. There was no patient involvement. The field service engineer (fse) evaluated the ventilator and confirmed the reported problem. The fse replaced the front bezel and the problem was resolved.

Manufacturer narrative:
G4: 07feb2020. B4: 02mar2020. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.